Event description:
It was reported that vincristine flowed freely, but so slowly that it was not able to be infused in 10 minutes even with the clamp fully open. There seemed to be resistance at the y-site. The patient had a peripheral IV and was to undergo a "r-chop". No additional information is available.

Manufacturer narrative:
Cont'd from d.11: bd 10 ml syringe ref 302995 lot 9031560; bd 10 ml syringe lot 8353736 exp 2021-12-31 0.9% nacl injection; bd 3 ml syringe ref 309657 lot 8290713; bd vacutainer ref 364902 lot 8304769; radiometer medical aps pico50 radiometer lotbs08 exp 2020-08-13; smiths medical 3-way stopcock ref mx5311l lot3700212 exp 2021-10-02; baxter y-type catheter extension set lot r18e02039; ICU medical spinning spiros adapter lot 3963908 exp 2024-01-01; smiths medical cadd administration set lot 3773241 exp 2024-02-25; smiths medical cadd administration set lot 3743632 exp 2024-01-07; bard power loc (safety infusion set) lotasczs0014 exp 2022-05-28. The customer¿s report of unable to infuse not confirmed. Visual inspection of the associate set noted no damage or any anomalies. Functional and pressure testing resulted in no leaking or occlusions. Rate accuracy testing was performed and device was within specification and the primary set infused at the correct rate. Dimensional analysis found the tubing to be measured within specification. The root cause of the customer¿s report was not identified. Analysis was unable to replicate the event during functional testing.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that vincristine flowed freely, but so slowly that it was not able to be infused in 10 minutes even with the clamp fully open. There seemed to be resistance at the y-site. The patient had a peripheral IV and was to undergo a "r-chop".